Event description:
It was reported the patient had not charged his ipg for an extended period of time due to unrelated health issues 4 years ago, and the ipg became inoperable. The patient's ipg was replaced with a new one which resolved the issue.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Correction/removal numbers: 1627487-05242011-002-r, 1627487-07262012-002-r & 1627487-12192011-003-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the ipg was returned for an ¿unspecified¿ reason. As received, the ipg was in good conditions. Visual inspection of the ipg showed no anomaly. The ipg communicated with lab devices, it accepted charge and was fully recharged. Ipg was tested to manufacturing specifications using the autotester and passed all tests on the autotester. No anomalous outputs were observed or erroneous signals were observed from the non-programmed channels or the can. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.